Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced pericardial effusion, pulmonary embolism, cardiac perforation and posterior complications that lead to the patient decease. During an atrial fibrillation cryoablation, a polarmap was selected for use. He transseptal access was achieved using an versacross access solution kit , with no issues reported. Subsequently, the dilator and transseptal sheath were removed, and the polarsheath with its dilator was advanced over the versacross rf wire into the left atrium (la). The polarx dilator and the versacross rf wire were then withdrawn from the polar sheath within the la. Significant air was aspirated, and repeated aspiration continued to yield only air. The sheath and dilator were repositioned over the wire, and air was again aspirated. After no air was retrieved on further aspiration, a transseptal flush was performed with no bubbles observed. The balloon was prepared, and along with the polarmap, was introduced through the sheath to commence mapping. The polarmap led the procedure, ensuring the balloon never advanced out of the sheath without the mapping catheter secured in a vein. Resistance was encountered during the catheter maneuvering. The physician noted being "caught on something" at one point in the mapping process before breaking free. Additionally, there was an instance where the polar map buckled and did not move straight along the sheath's trajectory. Surgical intervention includes pericardial tap. Challenges were faced due to the patient's small heart size, complicating cannulation and vein location. Ultimately, the procedure was aborted due to pericardial effusion documented mid case. The device is not expected to return due to disposal. It was advised that the leak was coming from the hemostatic valve, and it was a large leak (just air coming back into syringe during aspiration), and also a small perforation in the posterior wall was noted. Further information indicated that the patient was stable and required ECMO, with ongoing weaning. Despite stability following the pericardiocentesis, approximately an hour later, the patient experienced significant decompensation and severe neurological deficits. The patient is deceased. In the physician's opinion, the transseptal could not have caused the complication, and believes the patient had a massive pulmonary embolism. When aspirating the dilator was not in the sheath.

Manufacturer narrative:
Correction to the initial MDR in block(s) h6 - patient codes, impact codes, and device codes. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced pericardial effusion. During the atrial fibrillation cryoablation, a polarmap was utilized. Transseptal access was achieved with a versacross device. Subsequently, the dilator and transseptal sheath were removed, and the polarsheath with its dilator was advanced over the wire into the left atrium (la). The polarx dilator and the pigtail versacross rf wire were then withdrawn from the polar sheath within the la. Significant air was aspirated, and repeated aspiration continued to yield only air. The sheath and dilator were repositioned over the wire, and air was again aspirated. After no air was retrieved on further aspiration, a transseptal flush was performed with no bubbles observed. The balloon was prepared, and along with the polarmap, was introduced through the sheath to commence mapping. The polarmap led the procedure, ensuring the balloon never advanced out of the sheath without the mapping catheter secured in a vein. Resistance was encountered during the catheter maneuvering. The physician noted being "caught on something" at one point in the mapping process before breaking free. Additionally, there was an instance where the polar map buckled and did not move straight along the sheath's trajectory. Surgical intervention includes pericardial tap. Challenges were faced due to the patient's small heart size, complicating cannulation and vein location. Ultimately, the procedure was aborted due to pericardial effusion. The device is not expected to return due to disposal. Further information indicated that the patient was stable and required ECMO, with ongoing weaning. Despite stability following the pericardiocentesis, approximately an hour later, the patient experienced significant decompensation and severe neurological deficits. The patient is deceased.